Event description:
It was reported that a patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation, infection, pain and wear. The patient had corrosion, metallosis, alval like symptoms.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Surgeon didn't approve for return.

Event description:
It was reported patient underwent a revision procedure due to corrosion, metallosis, and alval (aseptic, lymphocyte-dominated vasculitis-associated lesion). Attempts to obtain additional information have been made; however, no more is available.